Manufacturer narrative:
Referenced low speed /low flow alarms and no external power was reported under (B)(4) / complaint # (B)(4). Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 1 year and 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppages occurred. X-rays submitted are unremarkable. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the pump stoppages. Additional information was requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient underwent a pump exchanged on (B)(6) 2018 to a heartmate 3. The pump and system controllers will be returned for evaluation.